Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the hcys (homocysteine enzymatic) assay on a cobas 8000 c 702 module compared to the result obtained with hplc (high-performance liquid chromatography). The sample initially resulted in an hycs value of 7.6 mol/l. Repetition of the specimen confirmed this value. The sample was measured using the hplc technique, resulting in a value of 40 mol/l. No erroneous result was reported outside of the laboratory. The hycs reagent lot number was 571023, with an expiration date of 31-aug-2022.

Manufacturer narrative:
It is unknown whether the medication of vitamin b 6 was given after the sample was taken or before. It is also not known whether the medication is continuously taken. A re-run of the same sample on cobas 8000 c 702 module resulted in a value of 37.9 mol/l. Calibration data were within the expected ranges. Quality control recovery was within specification on the date of the event. Upon review of the alarm trace from 21-jul-2022, there were multiple abnormal aspiration alarms. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic handling of the sample.